Event description:
The customer observed a false positive architect total hcg result generated for a 28-year-old female patient sample. The following data was provided (reference range <5 miu/ml is negative): sample ID: (B)(6) initial result = 373.87 miu/ml, repeat result = <1.2 miu/ml. Same patient, new sample obtained the next day and result = <1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
Additional information section h4: device mfg date. The field service representative (fsr) inspected the instrument and performed troubleshooting. Black impurities at the bottom of the reservoir, buffer was observed. Service cleaned the reservoir, buffer removing the bubbles in the line. The instrument service history review revealed no additional tickets associated with discrepant or erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect i2000sr did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the reservoir, buffer did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformance's or potential non-conformance's associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect i2000sr, serial number: (B)(6), or the reservoir, buffer were identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive architect total -hcg result generated for a 28-year-old female patient sample. The following data was provided (reference range <5 miu/ml is negative): sample ID (B)(6), initial result = 373.87 miu/ml, repeat result = <1.2 miu/ml. Same patient, new sample obtained the next day and result = <1.2 miu/ml . No impact to patient management was reported.